Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for normal device change out procedure. During procedure, the right ventricular lead exhibited noise. Noise was reproducible through pocket manipulation. All other electrical measurements were in range. The lead was explanted and replaced. The patient was in stable condition post operation.